Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event.